Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the sensor was going up and down from 70 to 200 mg/dl and not 270 and 600 mg/dl as per svn notes. It was stated that insulin pump said sensor glucose value was over 400 mg/dl and while driving around it went to 400 mg/dl. The customer did not report any high blood glucose event during call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 83 mg/dl. The customer also mentioned other blood glucose values such as 400 mg/dl, 130 mg/dl, 160 mg/dl, 270 mg/dl. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 138 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was reported other blood glucose value such as the sensor will be returned for analysis.